Manufacturer narrative:
The pod was received fully deployed. An 0x14, pod is occluded, hazard alarm along with timeouts was observed in the pod data. The observed hazard alarm confirms the user reported event. No damages or deficiencies to the fluid path or drive mechanism were observed that could have contributed to the occlusion alarm. The exact cause of the reported event could not be determined. During fluid path testing, a leak was observed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was found on the unexposed portion of the soft cannula. A tear was observed on the unexposed portion of the cannula, approximately 0.3320 inches from the nail head. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 18 mmol/l (324 mg/dl). An occlusion alarm alerted while wearing the pod on the hip/buttocks for between 37 and 48 hours.